Event description:
The unit stopped abruptly causing the user to stumble and incur minor back injuries from the resultant loss of balance. While co has not examined the unit, discussions during co's investigation indicated the unit was plugged into an extension cord and that a power surge may have damaged the electronic controls and caused the belt to stop when the power flow to the unit was interrupted. This is an uncommon event and may have been influenced by factors external to the actual operation of the unit (e.g. Weather or load conditions on the circuit breaker within the home). Co has added to the instruction booklet wording to "not use an extension cord" but rather to plug the unit directly into the wall. No death or serious injury has been reported.